Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately low compared to their hemoglobin a1c results. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy first occurred at 8am on (B)(6) 2015. At this time the patient stated that they obtained a blood glucose result of "130-200mg/dl" on the subject meter. This was compared to a result of "200mg/dl" obtained from their hemoglobin a1c result within 30 minutes. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. The patient stated that an unspecified period of time later they developed the symptoms of "dizzy and frequent thirst". In response to these symptoms the patient visited their doctor's office where their doctor provided them with an additional (B)(4) units of insulin at 10:45am on (B)(6) 2015. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution available to walk through a retest. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately low readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Product analysis also performed retain testing; the retain test strips passed testing. Furthermore, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.